Event description:
The initial reporter questioned a high result not corresponding to the clinical picture for 1 patient tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e 801 analytical unit. The result was 1290 pg/ml. The physician expected a very low result and questioned this result as it was inconsistent with other clinical evidence.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).